Event description:
There was an allegation of questionable triglycerides results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 519 mg/dl. The repeated result was 371 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The investigation is ongoing.

Manufacturer narrative:
The field service representative checked and corrected the rinse tube, checked and adjusted the filling level, and checked and cleaned the vacuum line. Due to the lack of information provided, further investigation could not be performed. The investigation did not identify a product problem.